Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient said the stimulation quit in the back. The patient can charge the ins no problem but felt no stim. The patient confirmed stimulator was on. Right now it was set up at 4.15v. Normally, the patient had it at 3.70v. The patient tried going up to 8 v and still had no stim. The patient said the issue started several weeks ago. On the call, the patient used the programmer and only saw one group a. The patient was redirected to follow up with their healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.